Event description:
It was reported that during the case the unit broke into the patient and broken pieces were removed arthroscopically from the patient. There was a significant delay grater that 30 minutes. A backup device was available to complete the procedure with no patient injuries reported.

Manufacturer narrative:
Hone duckling basket punch straight was returned for evaluation. Visual assessment of the device confirmed the reported complaint. The cutting basket (lower jaw) has been broken off and was not returned for evaluation. The break area is uneven in nature and shows no material voids. The device is over 11 years old and shows normal wear. The condition of the device indicates excessive forces were applied during use. Per the devices IFU under precautions ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.